Event description:
The initial catheter placement curled in the brachial. The hospital usually leaves the PICC in over night because it always falls, but this patient's PICC did not fall. The patient complained of pain and swelling of the arm (3 cm). Patient taken to fluro and a clot was found.